Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a faradrive sheath was selected for use. During the procedure, after crossing the catheter through the hemostatic valve of the sheath, air was noted when backflow aspiration was performed from the port with syringe. The sheath was replaced and procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.